Event description:
Boston scientific received information that this lead was surgically abandoned and replaced due to a lead fracture resulting in noise and oversensing. Additionally, a lead insulation breach was noted. No adverse patient effects other than additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.